Event description:
It was reported that the yellow button on the mobile power unit (mpu) power cord was defective. The cord easily slipped out of the mpu, and the yellow button was more depressed than normal. A new mpu was given to the patient.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) power cord was unable to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis, and log files were not submitted for review. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the return of the mpu; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.